Event description:
The account alleged that the brakes are going back into the neutral position if the bed is slightly bumped

Manufacturer narrative:
The technician investigated and found that adjusting the brake casters only made a minor improvement so the brake detent mechanism was replaced to repair the bed.